Event description:
A malfunction on the pump was reported, but no notable events occurred prior to it. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if the issue recurs.